Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. The device completed first prime earlier than expected, and second prime failed to complete due to the device reaching an alarm. The data presented an 0x41 alarm and a rotational sensor error. The device was reset and rerun. The rerun data presented a rotational sensor error. Contamination was observed on the commutator cap. The rotational sensor errors that prevented the needle from deploying can be attributed to this contamination.